Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a aged syringes. The fse replaced the syringes to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case#: (B)(4).

Event description:
The customer reported getting anion gaps on ise (ion selective electrodes) patient results on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from two (2) patient samples.